Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during a shift check, the auto pulse platform (s/n: (B)(4)) displayed user advisory (ua) 12 (lifeband not present) error message. The customer tried to reinstalled the lifeband , however, the customer was unable to clear the error message. It was also noticed that the bottom housing was damaged and the screws were missing. The customer did not know how the damages occurred on the platform. No patient involved with this event. No other information was provided.

Manufacturer narrative:
The customer's reported complaint of the platform exhibiting ua12 (lifeband not present) error message was confirmed during archive review; however, was not replicated during functional testing, indicating that the user was able to clear the error message. User advisories are designed into the platform when one of several conditions is detected. Ua12 informs the user that the lifeband was not installed or not properly installed. The platform was functionally tested and there were no problems or error messages noted. Unrelated to the reported complaint, the clutch plate was replaced to remedy the sticky clutch. In addition, replaced all damaged parts observed during visual inspection and the power distribution board (pdb) was also replaced as part of routine service activity. A run in test was performed for 15 minutes and the platform passed functional testing and there were no faults/errors found during testing. The platform successfully passed functional testing. A review of the archive was performed and found user advisory (ua) 12 (lifeband not present) error messages occurred on the reported event date of (B)(6) 2016; thus confirming the reported complaint. A visual inspection of the returned autopulse platform was performed and found the top front/ bottom enclosures and battery lock were damaged; thus confirming the reported complaint. Unrelated to the reported complaint, the patient restraint wire was broken off, and the clutch was found to be sticky. Autopulse platform is a reusable device and was manufactured on 02/25/2009. Therefore, these types of physical damages found during visual inspection are characteristic of normal wear and tear for the life of the device. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).